Manufacturer narrative:
Additional device information was requested but not able to be provided. The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2019-02797. It was reported at the end of the patient's scs trial, tissue where the extension was tunneled and connected with the lead seemed to be infected. The physician removed the devices. Follow up identified the patient was treated and was doing fine.

Manufacturer narrative:
Corrected data: date of explant, device was not removed as initially reported.

Event description:
Related MFR report: 3006705815-2019-02797. Additional information received identified the lead was not removed.

Event description:
Related MFR report: 3006705815-2019-02797.